Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was not reproduced. The system error 105 was confirmed through review of the device history log and caused by an intermittently seizing motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed for a system error 105 during the infusion in the emergency department. It was also reported that there was no pt injury or medical intervention.